Event description:
It was reported that a motor stall occurred during a pump interrogation due to use of programmer magnet. The device system was used to deliver an unknown drug. No further information was available as of the date of this report.

Manufacturer narrative:
(B)(4).